Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that mesh was implanted to treat stress urinary incontinence. It was also reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, bleeding and vaginal scarring. It was further reported that patient underwent mesh trimming twice in 2006 due to erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2005 concurrently with tah/bso.